Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item #: 00801803202, femoral head, lot #: 61484661. Item #: 00-7711-012-00, ml taper, lot #: 61422470. Item #: 00620005422, shell porous, lot #: 61439125. Item #: 00625006520, bone screw, lot #: 61336952. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01778, 0001822565 - 2021 - 00377, 0001822565 - 2021 - 00347, 0002648920 - 2021 - 00407.

Event description:
It was reported that patient underwent a revision procedure 17 years¿ post-implantation due to pain and elevated metal ions. During the revision, significant trunnionosis was noted with tears in the gluteus medius and minimus. The acetabular cup was aseptically loose with only fibrous but no bony ingrowth. Black metallosis noted around the head and neck. Gluteus medius and minimus were found to be partially torn. The femoral stem was left intact, all other components were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.